Manufacturer narrative:
This was not a valid safety complaint, and there are no usability improvements that rsl could have implemented to prevent this incident. Adding accidentally a small volume outside the intended target is a simple user mistake that sometimes may occur. However, there is a "simplify contour" feature that helps the user get rid of such unintended small volumes and, most importantly, the target region must always be carefully reviewed before it is used for treatment.

Event description:
Follow-up of report rsl: MDR 3007774465-2020-00004 (B)(6) unproper contouring. The physician was drawing the clinical target volume, ctv, for a head and neck case and by mistake added a "bubble" in the clavicle outside of the tumor. When creating the planning target volume, ptv, by extending the ctv, the unintended "bubble" was included and this volume outside the intended target was treated. The problem was discovered during treatment as the patient developed a skin burn outside of the normal treatment area. One patient was affected. Skin burns occurred. Long term effect not known. This issue was discovered by the clinic (B)(6) 2020. They have reported the incident to french authorities. The clinic is not complaining about any malfunction or usability issue.

Event description:
The physician was drawing the clinical target volume, ctv, for a head and neck case and by mistake added a "bubble" in the clavicle outside of the tumor. When creating the planning target volume, ptv, by extending the ctv, the unintended "bubble" was included and this volume outside the intended target was treated. The problem was discovered during treatment as the patient developed a skin burn outside of the normal treatment area. One patient was affected. Skin burns occurred. Long term effect not known. This issue was discovered by the clinic (B)(6) 2020. They have reported the incident to french authorities, but raysearch was not informed until 2020-11-25. The clinic is not complaining about any malfunction or usability issue.